Event description:
Surgery believed to be either a laparoscopic gastric bypass or colon resection. Grasper would not release the anvil. Instrument would not open. The surgeon made a deeper incision and removed the grasper manually. He opened the jaw manually to release it from the anvil and thus was able to retract the instrument from the patient. Surgery was prolonged 1 hour and 20 minutes. The patient suffered a tear in the rectum as a result. Several attempts were made to confirm the type of surgery and patient status.